Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue, guide cath: hyperion jl4. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The trek rx and nc trek devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat a moderately tortuous, concentric and heavily calcified left anterior descending (lad) artery that was 99% stenosed. Pre-dilatation at the mid lad was performed with a 1.2 x 6 mm mini trek balloon dilatation catheter (bdc). The first inflation was done at 10 atmospheres (atms), the second at 12 atms; however, the balloon ruptured during the third inflation at 12 atms. Therefore, a 2.5 x 15 mm trek bdc was used in the proximal lad and was inflated at 12 atms; however, the balloon ruptured during the second inflation at 14 atms. A 2.5 x 8 mm nc trek bdc was then used and inflated at 16 atms; however, the balloon ruptured at 18 atms during the second inflation. The devices did not meet any resistance with the anatomy during advancement. The 2.5 x 8 mm nc trek bdc was then replaced with a non-abbott bdc and a xience sierra stent was implanted to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.